Event description:
A medtronic representative reported that when performing a navigation system planned maintenance (pm), the system appeared to be inaccurate after tracer and pointmerge registrations on a resin head. The registration seemed good, however, was showing an inaccuracy of approximately 1 - 3 millimeters on both left and right sides of the resin head anatomy. In trouble-shooting, the medtronic representative ran em interface : no faults : back into software and system generated error message "axiem box not communicating with system" and showing orange line status between system and axiem box. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Axiem box and axiem comm cable replaced. System performing well. Return requested. Replacement axiem comm internal cable shipped to site on (B)(4) 2015. Suspect axiem comm internal cable returned on (B)(4) 2015 to manufacturer for analysis. Medtronic investigation of returned suspect device finds that cable communicates with all tabs in green status. Fully functional. No fault found. Reported issue could not be replicated. Return requested. Replacement axiem integrated 4-port shipped to site 03/09/2015. Suspect axiem integrated 4-port returned on (B)(4) 2015 to manufacturer for analysis. Medtronic investigation of returned suspect device finds that the axiem unit was connected to a test system with the ent application for a 72 hour burn-in test. Registration, tracking, and accuracy looked normal on all 4 tool ports. The registration probe verified with an error of 0.6mm. All 4 ports remained in green status during testing. The unit passed the pegboard test with an error of 1.739mm. Device found to be fully functional. No fault found. Reported issue could not be replicated.

Manufacturer narrative:
A medtronic representative performed a system checkout using a plastic head model. The rep was able to reproduce a 3-4 millimeter inaccuracy on the head model. The software was reinstalled with little improvement. It is suspected that the instruments may have been slightly bent. A tray of new loaner instruments was delivered to the site. During use of the new instruments the system performed accurately. Several surgeries have been completed successfully without any issues utilizing the new instruments. Surgeon is please with accuracy of system.